Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a massive intracranial bleed. An autopsy was not performed. The device was not explanted and would not be returning for evaluation.

Event description:
It was reported that the patient was actively being treated for driveline infection since (B)(6) 2020 but the patient was resistant to all administered antibiotic which eventually led to sepsis. Anticoagulation status remained within range. No exact values were disclosed by hospital. A computed tomography (CT) brain scan was used to diagnose massive right icb. The device operated as expected.

Manufacturer narrative:
Section b5: onset of driveline infection in (B)(6) 2020 was reported under MFR # 2916596-2022-00681. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The heartmate ii lvas instructions for use (IFU) lists stroke, bleeding, and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modification. This IFU and the patient handbook, also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02oct2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.